Event description:
Subsequent to the initial MDR, additional information was received clarifying that the patient is not a dual user and only uses the animas vibe system. Therefore, this report for the dexcom g4 platinum continuous glucose monitoring system should not have been reported. No additional event or patient information is available.

Event description:
Patient contacted dexcom on (B)(6) 2015, to report an intermittent out of range signal that displayed on their animas pump and their receiver on (B)(6) 2015. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The animas vibe system mentioned is being reported under MFR# 3004753838-2015-03665. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range could not be confirmed.